Event description:
This lead was capped due to impedance and threshold increasing overnight, and loss of capture. Lead impedance increased from 455 to 750 to 1650 ohms. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.